Event description:
Boston scientific received information that during a follow up it was noted that this device had eroded though the skin. All lead parameters were normal. The physician is waiting to determine the laboratory results of a potential infection. A revision has been planned to remove the entire system and replace it with a new one. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.